Manufacturer narrative:
It was inadvertently left out that the ipg was explanted and replaced for ineffective stimulation and increasing recharge burden. (B)(4).

Event description:
Additional information received indicated the ipg was explanted and replaced due to ineffective stimulation and increasing recharge burden.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information received indicate the patient underwent surgical intervention on (B)(6) 2020, wherein the ipg was explanted and replaced. Therapy restore post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It has been reported the patient will undergo surgical intervention for an ipg replacement. Reason is unknown. No additional information available at this time.